Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received a sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: bk050036.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated "there is a black foreign matter found onto the rubber stopper in a tube."